Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. The device has the distal tip detached. Overall length was measured and was found within specification. Outer diameter of the distal tip, middle of the device and proximal section are all within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. Vascular access was obtained via the femoral artery. The chronic totally occluded, 80x4mm target lesion was located in the severely tortuous and severely calcified popliteal artery. A 300cm v-14 controlwire was advance and cross the lesion. However, the tip of the guide wire fractured and stayed in the patient's artery. Given that the affected artery is a small one, the physician confirmed that the patient doesn't need a procedure to remove the tip as it represents a low risk for the patient. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that tip detachment occurred. Vascular access was obtained via the femoral artery. The chronic totally occluded, 80x4mm target lesion was located in the severely tortuous and severely calcified popliteal artery. A 300cm v-14¿ controlwire® was advance and cross the lesion. However, the tip of the guide wire fractured and stayed in the patient's artery. Given that the affected artery is a small one, the physician confirmed that the patient doesn't need a procedure to remove the tip as it represents a low risk for the patient. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).